Event description:
During an in clinic follow up, the device was unable to be interrogated using inductive telemetry. It was suspected the device was at end of life (eol) sooner then anticipated. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The cause of the communication failure was due to low battery voltage as a result of a premature battery depletion. The battery was sent to its manufacturing site for analysis, and it was determined the premature depletion was due to an internal battery anomaly.